Event description:
Pt complained of "popping sensation" of electricity running from extension/lead connection end of lead to fingertips when ipg was "on". Pt has a medical nerve placement. "Popping" sensation also occurred with alligator clamps in or when attached to the end of the lead when troubleshooting prior to explant of the lead.